Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. Based on the available info a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It was reported that during surgery in (B) (6) 2009, the surgeon was planning on implanting a size 12 tm stem. The surgeon reamed up to a size 12 long im reamer. He used the 11/12 proximal reamer with a size 11 pilot. Then, used the size 12 proximal trial with a size 12 distal pilot. He tried implanting a size 12 which wouldn't go down. The surgeon then tried to use the long im reamer size 13, but that still didn't work, and he didn't want to go up any further in size. So he put in a size 10 implant.